Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the provided films. Although the cause of the event could not conclusively be determined, it is most likely that the patient's angulated and relatively short infrarenal aortic neck may have contributed to this likely type ia endoleak. Retrograde flow from patent collateral vessels at the level of the aneurysm sac were also observed. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 55mm aaa along with 4 endoanchors. A small pau/dilation of the descending thoracic aorta (approx 26/28mm) is present. It was noted that the patient has a short, severely angulated neck with mild proximal neck calcification and thrombus. Small common iliacs with moderate calcification and tortuosity. It was reported that one month follow-up CT showed a ia endoleak. Intervention was completed where an endurant cuff was opened to try to gain additional seal zone length below the right renal artery to treat the ia endoleak. The right renal was higher than the left. However, due to tortuosity additional length could not be achieved from either right or left approaches. It was decided not to implant the additional cuff. Per the physician the cause of the endoleak was anatomy related due to the patient's extremely short angulated neck. No additional clinical sequalae were provided and the patient will be monitored.